Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account and determined the sidecom board needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will replace the sidecom board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed had no nurse call. The bed was located in the medsurg at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).